Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had triggered threshold suspend alarm. The customer¿s blood glucose was 94 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was not suspended due to sensor values. The sensor will be returned for analysis.